Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient had a right total knee arthroplasty to address advanced osteoarthritis. Depuy components including, depuy patella, and depuy cement were used during this procedure. On (B)(6) 2020, the patient had a revision right total knee arthroplasty, both femoral and tibial components, to address aseptic loosening. During the procedure the surgeon reported that the tibial tray was grossly loose at the implant/cement interface. The femoral and patella components were noted to be well fixed. The femoral and insert components were revised without specific allegations of deficiency and the patella was left in-situ. Competitor components were implanted during this procedure. Doi: (B)(6) 2021. Dor: (B)(6) 2020. Right knee.